Event description:
It was reported by service reprot that the caster horn assembly bearings were malfunctioning and the safety bar torsion springs were broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Safety bar; caster horn assembly.